Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. The cause of the suspected peritonitis was not reported. On unreported date(s), the patient was treated with unspecific antibiotics for fourteen days (route, medication, dosage, and frequency not reported) for the suspected peritonitis. Antibiotic treatment was completed seven days prior to the receipt of this report. It was not reported if dianeal and extraneal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the suspected peritonitis. No additional information is available.